Event description:
A customer reported via phone call indicating that they were hospitalized for stage 5 kidney diseases. The customer's blood glucose at the time of the admission was 60 mg/dl. The customer was hospitalized on (B)(6) 2015. The customer stated that their blood glucose went as low as 44 mg/dl. The customer was assisted with troubleshooting and found that the insulin pump works as designed. However, the customer insisted on having their insulin pump replaced. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a broken reservoir tube lip and cracked battery tube threads.